Event description:
On (B)(6) 2014 the dexcom biometrics team noticed a possible broken wire in a unit used by a pediatric patient on (B)(6) 2014. Patient did not report any injury or any medical intervention at the time of contact with dexcom technical support.